Event description:
Patient presented with extremely calcified iliacs, case was considered difficult. Bifurcated delivery system could not get past the bifurcation, decided to remove due to potential damage. Upon retraction, outer sheath hung up on some calcium, which made it difficult to remove catheter. Able to retract, however catheter was damaged, so opened new one. Physician predilated before inserting second catheter. During advancement, there was a slight wire wrap. However resolved. While deploying the main body, guidwire access was lost. After wire was repositioned, able to deploy the rest of main body; however, proximal and was deployed in aneurysm sac. Decided to deploy the limbs. During retraction, the outer sheath hung up at the bifurcation. Excessive manipulations caused delivery system to separate at the middle core (the proximal end was still on the guidewire). Retroperitoneal cutdown to try and retrieve proximal end of delivery system, however, unsuccessful. Physician opened artery right below where graft was implanted, still could not remove delivery system. Physician converted patient to open repair. Patient was stable during the open procedure. Patient is doing fine.

Manufacturer narrative:
Prior reports. No issues were noted. Patient's condition and operational context contributed to the event.